Manufacturer narrative:
: Only a portion of the lens was returned. Solution is dried on the lens. The lens portion appeared clear except for the areas of dried solution. The lens portion dimensions appear to match model of this report. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Lens bench testing could not be conducted due to the optic damage. The portion appeared clear except for the dried solution. Due to the presence of surgical solution, the observed damage is most likely to customer handling. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that twelve years after an intraocular lens (iol) was implanted, he noticed that the lens had glistenings. Although the glistenings did not affect the patient's vision, the iol was exchanged for another iol. Additional information was requested.